Event description:
The user presented to the clinic due to a perceived reduction in hearing performance with the device. Furthermore, the user suffered from an infection which started in january. The infection was resolved with antibiotics. After the infection more high channels were seen. A CT scan will be performed and the user will follow-up with the surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Currently, refitting has been performed and the recipient will continue to use the device and be monitored. The device remains implanted and in use.

Event description:
The user presented to the clinic due to a perceived reduction in hearing performance with the device. Furthermore, the user suffered from an infection which started in january. The infection was resolved with antibiotics. After the infection additional high channels were seen. The user will use the device and continue to be monitored.